Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they became available.

Event description:
In this event it was reported that while using a cavitron g136 scaler, every insert tip that was used was getting hot; no injury resulted.

Manufacturer narrative:
Dentsply was not able to duplicate the issue. We tried different steri-mates (handpieces), inserts, and handpiece cables and didn't get any other results. The highest recorded temperature recorded was 80 f. It is possible the customer was not using the scaler correctly. An insert moving at 30k cycles per second tends to get hot when held in one place for any amount of time. The amount of friction being generated will cause heat. A DHR review was conducted with no discrepancies noted.